Manufacturer narrative:
Continuation of d10: product ID a52300 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that it seemed like they had to go more often and that they were peeing too much since about 2-3 days ago. The patient denied having had any falls or traumas that would have led to the issue. Patient services reviewed therapy expectations and programming considerations with the patient and the patient was able to connect to see their settings. The therapy was off and the patient stated "no wonder it wasn't working" and explained they had been on program 3 initially and it was no longer seeming to help so they went to program 4 but upon going to program 4, it bothered them where their implant was so they switched back to program 3 but didn't realize they had to turn the therapy back on so the therapy had just been off all this time. Patient stated they couldn't remember when they'd tried to switch to program 4 and then went back to program 3 and left the therapy off, commenting it had been awhile (which patient services wanted to note directly contradicts what the patient first reported about noticing a symptom return since 2-3 days ago.) The patient then turned the therapy back on and increased the stimulation however upon increasing, they started to f eel the stimulation in what they considered "not" their bike-seat region. Patient stated it was felt halfway between their waist and the biggest part of their buttock on their right hand side. Patient then opted to try program 2 instead and started increasing but noted they felt something at the ins site but continued to increase up to .9 ma and then stated they felt the stimulation comfortably in their bike-seat region and nowhere else. Patient was going to monitor their symptoms now that a change had been made and follow up with their healthcare provider (hcp) as patient services redirected the patient to follow up with the hcp to discuss programming and stimulation considerations as well as therapy concerns and to check the implanted system. The agent documented reported event. No further action was taken by patient services. The patient called back because they wanted to be sure that the therapy was on and they saw "system error 0x530c535b". The caller had to option to restart and chose it. The handset went right into the app. The caller powered on the communicator and adjusted placement and was able to connect to device. The caller wasseeing that therapy was on at 0.5. The agent helped the caller adjust settings and felt sensation in the pocket. The caller was trying different programs, but then determined that they were just selecting the program and completing the selection by pressing "done". Caller went to program 1 an d increased until they had sensation. The caller said they would monitor symptoms and adjust as necessary. The caller was hesitant to increase for fear of depleting the internal battery. The agent explained the recommendation of lowest effective settings.